Event description:
During a follow up appointment, the patient reported that the stimulation can only be felt in the legs and no longer covers the actual pain area (back). No abnormal values were noted upon impedance checks. The stimulation was adjusted but could not regain stimulation in pain area. The treating doctor has noted that the lead has slipped in a CT image and x-ray resulting in lack of coverage of pain area. The patient has not advised of any events which could have contributed to the reported event. It was further reported, the revision occurred (B)(6) 2023. During this revision, the lead and anchor were replaced. It has been reported that the patient is satisfied with the therapy after revision surgery.

Manufacturer narrative:
H1 type of reportable event changed to serious injury based on additional information regarding lead revision. B5 updated to include the revision surgery. E1 facility address corrected.

Event description:
During a follow up appointment, the patient reported that the stimulation can only be felt in the legs and no longer covers the actual pain area (back). No abnormal values were noted upon impedance checks. The stimulation was adjusted but could not regain stimulation in pain area. The treating doctor has noted that the lead has slipped in a CT image and x-ray resulting in lack of coverage of pain area. The patient has not advised of any events which could have contributed to the reported event. A revision is yet to occur.